Event description:
The event was reported by a customer from USA: "we have found cracks/holes in two different IV sets, both were the IV tubing that contained the 0.2 micron filter. We have had multiple instances where an erbitux infusion stops infusing and won't continue. This particular patient gets a large dose of erbitux and it runs through the IV tubing with the 0.2 micron filter. Filter clogging??? Type of drug:erbitux. Delay in therapy:unknown. Need for medical intervention:unknown. Death or serious injury: no".